Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The in-stent restenosis target lesion was calcified and located in a saphenous vein graft in the right coronary artery. This promus premier stent delivery system was selected; however, upon removal after the stent would not cross the lesion the stent was found mangled at the distal end. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).